Event description:
It was reported the patient was unable to adjust their stimulation and received a power-on reset (por) message with a ¿call you doctor¿ icon the day of report. It was stated the patient had leukemia radiation done the day of report and had received 10 treatments but this was the first time the por message was seen. It was reported the por was able to be cleared but they were still unable to synch with the patient programmer. It was stated the patient's husband was not able to get to the therapy screen after the por was cleared and they only saw a poor communication screen. It was noted they placed new sets of batteries in the patient programmer and they were placing it directly on the device and not through clothing. It was later reported the patient¿s symptoms of bradykinesia and rigidity returned since their device was off. It was stated the por was successfully cleared with the patient programmer and the device was turned back on, (B)(6) 2013. It was noted the patient was doing good and their symptoms were relieved. It was later reported the patient received a second por message during their radiation treatment on (B)(6) 213. It was noted the first occurrence was during the (B)(6) 2013 treatment and the patient was scheduled for 20 treatments. The patient¿s treatment was being delivered close to their implantable neurostimulator (ins). Reportedly,both cases were resolved with interrogation of the clinician programmer and therapy was restored.

Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# v676860, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v676860, implanted: (B)(6) 2011, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).